Event description:
It was reported that the patient's pacemaker minute ventilation (mv) feature was disabled due to a signal artifact monitoring event. The signals have the typical mv noise look, but the intervals are not typical multiples of 50 milliseconds. No excursions in pacing impedances noted. Technical services discussed if mv feature on is desired, turning it on with sam should be considered. This right ventricular lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).